Event description:
The customer reported the nozzle of the small intestinal videoscope was clogged. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, it was unknown if the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. Also, evaluation found the following: due to wear of angle wire bending angle in up direction did not meet the standard value, suction cylinder was shaved, control unit had discoloration, due to clogging of nozzle water removal ability did not meet the standard value, adhesive on the bending section cover had a chip, due to wear of angle wire the play of up / down knob was out of the standard value, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: sif-q260 chapter 3 ¿preparation and inspection sif-q260 chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.